Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness and blisters occurred while wearing the pod for longer than 48 hours. The patient reports they had gone to their doctors office. The patient was diagnosed with contact dermatitis. The patient was prescribed a steroid ointment as well as an oral allergy medication. The patient was at their doctors office for 1 hour.